Event description:
Baxter (B)(4) received a report that an infusor leaked from the bladder crimp during patient use. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. The lot number was not provided. Therefore, a batch review could not be conducted. Only the multi-rate control module was returned. The rest of the device was not returned to baxter for evaluation. Therefore, a functional leak test could not be conducted in order to verify the reported condition of a leak at the bladder. The reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.